Event description:
(B)(4). Event occurred in the united states. The patient had experienced an issue with the infusion set in the form of bent cannula. He stated that it happened earlier also, where the cannula did not go all the way in and it was bent, and he had to change it and he stated that most likely the same thing happened again. Reportedly, he had increased blood glucose levels in the past five days, experienced diabetic ketoacidosis and had abdominal pain which led to hospitalization. It was reported by the nurse at the hospital, that the patient forgot his insulin pump at the trip and was admitted as his blood glucose were out of control. Currently, he was in the hospital, a little over a week and was being treated with insulin per syringe. His current blood glucose was 238 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.